Event description:
Catheter placed by surgeon in 2005 for administration of chemotherapy. Catheter was flushed on date of event. Pt felt a "pop" and pain in the chest. Pt brought to angio suite for dye study of catheter. Catheter broken about 2 1/2 inches from insertion site. Catheter had to be retrieved from the pumonary artery through the femoral vein.